Event description:
A malfunction was reported when the pump displayed a malfunction 24 code. There was no adverse impact to the customer's blood glucose level. The battery depletion caused the pump to reset. Tandem technical support arranged for a replacement pump to be sent to the customer. Customer plans to use multiple daily injection (mdi) as a backup therapy to maintain insulin delivery continuity.